Event description:
Our affiliate is reporting that during a knee procedure, a portion of the tip of a femoral aimer broke off into the pt's joint space. The fragment was retrieved from the body and the procedure was concluded successfully without further issue or harm to the pt.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had is had and evaluated, those results will be the subject matter of the follow-up report.